Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported high sodium (na) patient results on their dxc 700 au analyzer. The results were reported out of the laboratory. There was no report of change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.